Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the patient is no longer to looking to get her implants under warranty. On (B)(6) 2020, additional information was received stating that the patient ended up not needing her implants removed. Hence, method code under field h6 has been updated to "device not accessible for testing" on this form. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right rupture. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent revision breast augmentation with a 650cc mentor memorygel breast implant and experienced breast implant rupture on her right side postoperatively. The patient is scheduled for bilateral explantation and replacement surgery on (B)(6) 2020.